Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 11 units. Reportedly, the customer alleged the cartridge was filled with 130-150 units of insulin; however an exact number could not be provided. The customer's blood glucose was 132 mg/dl. Reportedly, the customer loaded a new cartridge and declined a follow up call from tandem technical support.